Event description:
It was reported that the patient had an intense pain post-implant procedure, prior to discharge. A superficial hematoma at the midline incision was identified. The patient was brought back to the operating room (or) to clean out and drain the hematoma, and the paddle was put back in place. The patient was doing well postoperatively.